Event description:
It was reported that the patient observed a blood glucose value of 40 on their sensor earlier in the morning without symptoms and suspected a compression low due to lying on the sensor, then treated for the low; blood glucose was 120 during the call. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included transient hypoglycemia with recovery to in-range glucose. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the event plausibly related to sensor compression artifact reported by the patient. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.